Event description:
Customer reportedly obtained results of hi (> 600mg/dl) and 131mg/dl on the advantage system within 10 minutes. An additional comparison was reported with results of 557mg/dl, 345mg/dl, and 149mg/dl on the advantage system within 10 minutes. Customer took 8 units novolog in response to the hi result. No adverse event reported. Requested return of suspect system and replacement was sent.